Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the returned devices confirmed the fluted tibial stem was fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). Patient code (B)(4) is intended for surgical intervention if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial stem; unknown knee tibial insert; mbt revision cem tib tray sz 5; unknown knee femoral component; unknown knee patella.

Event description:
Planned revision of mbt tibial stem because of fracture. Doi: unknown. Dor: (B)(6) 2018.